Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse. On (B)(6) 2008 a mesh was implanted. She had a procedure on (B)(6) 2009, during which elevate was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, dyspareunia, infection, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including (B)(6) 2009 (rectal abscess) and on (B)(6) 2011 (due to vaginal erosion). The mesh was explanted on (B)(6) 2012. On (B)(6) 2012, she had an interstim system implanted. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to uterovaginal prolapse. She had a procedure on (B)(6) 2009 during which elevate was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, dyspareunia, infection, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including (B)(6) 2009 (rectal abscess) and on (B)(6) 2011 (due to vaginal erosion). The mesh was explanted on (B)(6) 2012, she had an interstim system implanted. The patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems, and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.